Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer contacted adc customer service on (B)(6) 2016 and reported that on an unspecified date/time in 2014 her adc blood glucose meter "went dead", noting it would not turn on with button press or with test strip insertion. Customer further reported that because of this she was unable to test her sugar. It was further reported that her blood sugar subsequently went up to 1300 mg/dl (it is unknown on what device this reading was obtained) and customer was advised to go to the emergency room, but she declined. Customer was prescribed novolog insulin and was given a bottle of insulin to take home, in addition to being given glyburide/metformin 500/250. Customer noted that upon arriving home she self-administered the medications she had been given. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.